Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock in the retainers at the pin end of the cartridge. The surgeon sutured to complete. The hosp has reported no pt injury occurred.